Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13716. It was reported the pt has decided to have his scs system explanted. The pt stated he has other issues with his back that need to be addressed and he feels the scs system is not helping him. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.